Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. The stm confirmed the connector was broken off of the front end pcb. The front end pcb was replaced. The tidal volume disk was also replaced due to usage. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a broken low level connector (damaged port on front end board). It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.